Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) after years of use. A revision surgery was removed and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore; no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.